Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the insertion sheath was being inserted into the artery, the sheath became kinked. The device was not used, and manual compression was applied to successfully achieve hemostasis. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. The size of the sheath ancillary used was 7 fr. Estimated blood loss was less than 250 cc. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.